Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the monitor was unable to recognize an ECG signal. The cause for the failure and reported messages was isolated to a thermally damaged c655 capacitor on the computer/analog pca. The root cause for the thermally damaged c655 component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the patient using the monitor was receiving 'adjust belt' messages.